Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a leak was confirmed in the lab. Per the results of a sample evaluation revealed that both of the occluder feet were broken. A batch review was performed and no issues were noted. A root cause was not identified due to insufficient information. Baxter has received similar reports and will continue to monitor this product line and take corrective/preventive action as appropriate.

Event description:
Baxter received a report regarding a transfer set that could not stop the flow of fluid when the clamp was closed. No additional disinfectant was used. The transfer set was in use for 10 days. No injury or medical intervention was reported.